Manufacturer narrative:
A full lead was returned in two pieces for analysis. X-ray examination of the lead found the helix was stretched and damaged consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing was normal with no other anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2024-61581. It was reported that the patient presented in clinic for left ventricular (lv) lead replacement procedure. It was noted that the lv lead exhibited increased capture threshold. Chest x-ray was utilized and revealed right atrial (ra) lead dislodgement. A left subclavian venography was performed and found a thrombosed vein. The lv lead was explanted, and the ra lead was explanted and replaced. Patient condition was stable throughout.